Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Event description:
It is reported during a tibia bone fracture procedure on an unknown date in (B)(6) 2012 the small battery drive experienced low power. The procedure was able to be completed with the device. Reportedly there was no delay in the procedure. No further information is available at this time. This is 1 of 1 report for this event for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The reporter's complaint that the small battery drive has low power could not be confirmed. The device was tested and passed all manufacture specifications